Event description:
It was reported that approximately one hour following implant the implantable cardiac monitor (icm) detected false pause episodes due to loss of contact. The device remains in use. No patient complications have been reported as a result of this event.